Event description:
The lay user/patient contacted lifescan in 2007 and alleged that there was missing product from his one touch ultra2 package. The pt did not report any serious injury or adverse event at the time of this call. The cca documented that during the call it was verified that the closure seal on the packaging was not intact prior to opening and that the test strips were missing. The pt again contacted lifescan on five days later, and reported that he had not received the replacement of test strips from his previous call on original date. He also reported at this time that on two days earlier, he had to call the ems at 8:30 pm and was tested on their meter with a result of 29 mg/dl. He was given IV glucose and taken to the emergency room and placed on IV and observed for 4 hours. The pt also reported that on three days after the original date, at 6:00 pm, the ems was called again and he was given a glucagon shot. He had refused to go to the ER this time. The pt alleged that all this happened since he did not have test strips at the time of both the events. This complaint is reported because the pt reported he was missing test strips and later received treatment for hypoglycemia from emergency personnel. Replacement products were sent to the lay user/patient.